Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the customer wears the pump against their skin. Additionally, it was reported the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal deliveries. The customer's blood glucose levels ranged between 300-400. The customer successfully loaded a new cartridge and resumed insulin deliveries. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The cartridge alarm (alarm (B)(4)) issue was verified. The occlusion alarm issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.